Event description:
It was reported that eighteen (18) exactamix 500 ml eva tpn bags had foreign matter at an unspecified location. This was noticed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H4: the lot was manufactured between 29 june 2023 and 30 june 2023. H11: eighteen (18) actual devices were received for evaluation. The returned samples were inspected and dark fibers/ dark particle spots/ white particle spots were observed. These particles were found embedded on the outside of the bag or on the white connector. The reported condition was verified. The cause of the issue could not be determined. However, possibly inherent to contamination during the manufacturing or packaging process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.